Manufacturer narrative:
(B)(4).evaluation summary:the customer reported problem of a flogard infusion pump with a battery low was confirmed. Service discovered a battery low alert during testing. The main batteries were replaced onsite at the facility by a baxter field service technician to resolve the issue.

Event description:
The customer reported a flogard pump that presented battery low. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).